Event description:
The company was informed that the pt presented with a scab and possible infection at the implant site. The pt was treated for infection. On (B)(6) 2013, the pt was recommended to continue mupirocin and finish antibiotic treatment. A bump under the skin at the implant site was observed. On (B)(6) 2013, the bump was determined to be granulation tissue that was subsequently removed by the doctor. The pt continues to be monitored. Advanced bionics is in the process of gathering more information. A supplemental report will be submitted once more information is received.